Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system separator 8 (sep8). During the procedure, while being used with an indigo system aspiration catheter 8 (cat8), the bulb of the sep8 broke off at the tip of the cat8 and was pulled back through the cat8 due to the aspiration. Therefore, the physician removed the cat8 from the patient and then removed the bulb of the sep8 from the cat8. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.